Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high shock impedance measurements of greater than 125 ohms. The physician believed the lead was fractured; however, fluoroscopic imaging was unable to identify the issue. A 1.1 joule commanded shock was given through the device. Shock impedance measurements were subsequently greater than 125 ohms. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.